Manufacturer narrative:
Event site postal code -(B)(6). A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit observed electrical test failure. Upon further testing it was found that the compressor needed to be replaced. Issue was found by the customer before use, there was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: g7.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b6, b7, b8, e1 (initial reporter, event site telephone, event site email), e2, e3, g6, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: b5, g2, h6 (medical device problem code). Revert the contents of section e1 (event site postal code) to blank as not required for outside us. A getinge field service engineer (fse) inspected the unit and replaced the compressor, the error was resolved. During testing, a louder noise was detected from valves k7 / k8. The fse also replaced the drive manifold. The unit passed all functional tests.

Event description:
It was reported that before use, the cs300 intra aortic balloon pump (iabp) displayed an electrical test failure code # 50 (motor speed out of specification). No patient was involved, and no harm was reported.

Event description:
N/a.

Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6). Due to characterization limit e1 event site address: (B)(6). Updated fields: b4, e1(initial reporter, event site telephone, event site email), e2, e3, g3, g6, h2, h6(type of investigation, investigation findings, component code, conclusion), h11. Corrected field: b6, b7, e1(event site name, event site address). A getinge field service engineer (fse) inspected the unit and replaced the compressor, the error was resolved. During testing, a louder noise was detected from valves k7 / k8. The fse also replaced the drive manifold. The unit passed all functional tests.